Event description:
The customer states that the night tech was hit on the head by the axsym processing cover while performing axysm troubleshooting. The customer states that there was a bump on the tech head, but there was no cut and the tech did not seek medical attention. No serious injury was reported.